Event description:
Clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt expired. The 90% stenosed de novo target lesion located in the proximal circumflex (cx) was, 32.0mm long with a reference vessel diameter of 2.75mm. The lesion was predilated. A 2.75x23mm taxus express2 stent was implanted. Post-dilation was performed with the use of two unk balloons. Post-treatment residual stenosis was 0% with timi flow 3. An unspecified time post index procedure, the pt presented with stenosis in the proximal left anterior descending (lad) and acute renal failure. A percutaneous coronary intervention (pci) was performed but details are unk. A prolonged hospitalization of the pt was required. The physician indicated the adverse event was "not related" to the taxus stent previously implanted. Additional info have been requested.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.